Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted the light emitting diodes (led's) and liquid crystal display (lcd) on the printed circuit board (pcb) were broken. The led lights didn?t flash when the alarms were triggered during functional testing confirming the complaint. The root cause was broken led indicators cap from the main board due to physical damage from user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the pcb and performed preventative maintenance (pm). The device passed all functional and delivery tests.

Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the alarms are not functioning on the device. No patient involvement was reported.